Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir leaked. The blood glucose reading was 197 mg/dl. Customer started smelling insulin three days ago during normal use. Customer unsure of the location of the reservoir leak. Customer stated that the leak was past the second o-ring. Nothing further reported.